Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor connection and pairing failure while traveling, and customer care guided the user to toggle app settings from g7 to g6 and back to g7, after which the user re-entered the sensor pairing code and was advised to wait for reconnection. Symptoms included no device alerts or alarms and no clinical symptoms were reported. Outcomes included no reported impact on health, no hospitalization, and no emergency care. Investigation included remote troubleshooting and user education focused on app configuration and pairing steps. Investigation of this case revealed a pairing failure with the cgm responsible device not identified, and the issue was addressed through software settings adjustment and re-entry of the pairing code. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software connectivity behavior that resolved with guided reconfiguration.